Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Per documentation, the cgm sensor began displaying low readings on friday, (B)(6) 2025, the day after it was applied to the patient¿s arm. In response, the caretaker provided the patient with a peanut butter and jelly sandwich, and soft drinks. There was no documentation indicating whether the patient exhibited any symptoms or if a blood glucose (bg) check was performed at that time. Despite the intervention, the cgm readings remained low. The caretaker then performed a fingerstick bg check, which returned a result of high, though no specific value was recorded. The cgm reading at that moment was not described. There is also no mention of whether any treatment for hyperglycemia was administered over the following two days. On sunday, (B)(6) 2025, the patient began vomiting, prompting the spouse to take them to the emergency room. Upon arrival, medical personnel again noted a high bg reading (value unspecified), while the cgm continued to show a low. The attending physician diagnosed the patient with ketoacidosis. The patient was treated with IV fluids and began to feel better by monday, (B)(6) 2025, the patient was discharged from the hospital on wednesday, (B)(6) 2025 and is currently reported to be in stable condition. No data was provided for evaluation. The allegation and probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.